Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the fibertak inserter's distal tip was broken-off and deformed (bent). Measurements taken on the inserter tip were within specification, and tip met all material specifications as received. The most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a lateral ankle stabilization procedure, as the surgeon was inserting the dx fibertak suture anchor (lot: s704385, line 216130), the tip of the suture anchor bent. A second dx fibertak suture anchor of the same lot (lot: s704385, line 216131) was opened and used and upon insertion, one of the 2 prongs broke off of the device. The prong was not able to be retrieved from the patient. An x-ray was taken post-op and the prong is visible. The 1.6 guide wire and cannula from the disposable kit were used to prep the bone with no incident. The case was completed with a ar-1322bcnf instead. Patient is a female, (B)(6). Follow-up investigation: the first fibertak suture that bent was removed from the patient. Both anchors are being returned for evaluation.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a lateral ankle stabilization procedure, as the surgeon was inserting the dx fibertak suture anchor (lot: s704385, line 216130), the tip of the suture anchor bent. A second dx fibertak suture anchor of the same lot (lot: s704385, line 216131) was opened and used and upon insertion, one of the 2 prongs broke off of the device. The prong was not able to be retrieved from the patient. An x-ray was taken post-op and the prong is visible. The 1.6 guide wire and cannula from the disposable kit were used to prep the bone with no incident. The case was completed with a ar-1322bcnf instead. Patient is a female, (B)(6). Follow-up investigation: the first fibertak suture that bent was removed from the patient. Both anchors are being returned for evaluation.